Event description:
Customer alleged blood glucose results of 73 mg/dl on the advantage system compared to 29 mg/dl on a professional meter when tests were performed back-to-back. The customer reported the comparison was performed by emts who had been summoned due to the customer's hypoglycemic symptoms. The customer reported the emts treated him with a jelly-like substance and transported him to the hospital where he was treated with a "shot," juice, and more of the jelly-like substance. The suspect device is not available for return; replacement products were sent.